Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up when high threshold was noted on the right ventricular lead. The lead was explanted and replaced. The patient was recovering post-procedure.